Event description:
The pt began experiencing flare-ups in pain and some pump volume discrepancies were noted. The most recent volume checks (dates not reported) were; erv of 13.5ml and arv of 15ml and another time the erv was 6.7 ml and arv was 9 ml. They decided to do an MRI and a mass was detected at the catheter tip. The pump was turned off and the plan was for the entire sys to be removed. The medication in the pump was morphine 25 mg/ml; the dose was not provided. Add'l info has been requested, a f/u report will be sent if add'l info become available.

Manufacturer narrative:
.